Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The hi-torque whisper guide wire is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a narrow and moderately calcified lesion along its entire length in the right coronary artery. A whisper wire was advanced with resistance and positioned. A xience pro a stent implanted in the proximal lesion. After implantation, dissections were noted in the proximal-medial part of the stent. Upon repositioning of the wire, resistance was noted. Force was applied and the wire separated, leaving a small part behind the implanted stent. There may have been intervention to crush the separated segment, but it was left in the vessel behind the stent. Flow was noted to be good and the vessel narrow, so no further treatment was performed for the dissections. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of a dissection is listed in the xience pro a/alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined that the reported device damaged by another device appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: during removal of the wire, it became looped around the implanted stent. Resistance was noted, and the wire was pulled with force, then separated. Attempts to remove the separated wire portion were unsuccessful, because the vessel was narrow, so no further treatment was performed. The patient remained hospitalized for observation for two-weeks without clinical symptoms and good flow. The patient was transferred to another hospital to try to remove the separated piece of the wire from the anatomy, but after consultation, the patient was discharged without further intervention. No additional information was provided.